Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing, resulting in inappropriate shock therapy. Additionally, high out of range pacing impedance measurements greater than 2,000 ohms was observed and were able to be recreated with pocket manipulations. The lead was explanted and replaced with another manufacturer's rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. Laboratory analysis confirmed the reported clinical observations.